Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unknown) for about forty (40) minutes, with the ma rate set at 45 and the ppm rate set at 70, when the device suddenly stopped pacing the pt, causing the pt's heart rhythm to stop being captured. The clinicians determined that the pt was not being paced from the pts lack of response, and because the device screen displayed a wavy baseline, without any pacing impulses. The physician then pushed down the electrodes, and the device began delivering the pacing impulses. When the physician stopped pushing down on the pads, the pacing impulses also stopped. At this point, the clincians then applied fresh electrodes to the pt and obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.